Manufacturer narrative:
The customer reported that their multigas unit is displaying a "gas device error". They changed hoses and the water trap, but the issue persisted. No harm or injury was reported.

Event description:
The customer reported that their multigas unit is displaying a "gas device error".